Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger/modem sn (B)(4) has been completed. As rec'd the charger was resetting and recognizing a battering intermittently. The cause of the resets and inability to recognize a battery was isolated to a shorted q1 (current controlling transistor) on the bedside board. The root cause the shorted component was unable to be positively identified. No adverse event resulted from the shorted components. The last patient to use this device did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was resetting and intermittently recognizing a battery. The last patient to use this device did not report any deficiencies.